Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw2578 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "completed dressing change and when I flushed it no blood return and difficult to flush. Cathflow no results. When flushing felt like it was malpositioned. Obtain x-ray. Catheter appeared to be kinked in the subclavian."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, radiographic image analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was inconclusive due to the sample condition. A chest radiograph, that was a coned down frontal projection, was returned for evaluation. A right-sided catheter was present in the image. The image was forwarded to a radiologist consultant for further review. As per their review, the image quality was poor and difficult to interpret. There were overlapping areas in the catheter, but a kink could not be confirmed in the image. Tactile evaluation, functional testing, and dimensional analysis could not be conducted without the physical sample. Although a kink could not be conclusively confirmed, possible contributing factors for a kinked catheter include the placement technique and/or patient anatomy. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ the event description stated that the catheter could not be flushed or aspirated. Additional contributing factors for an occluded catheter that is not kinked could include buildup of biological material and/or precipitate formation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "completed dressing change and when I flushed it no blood return and difficult to flush. Cathflow no results. When flushing felt like it was malpositioned. Obtain x-ray. Catheter appeared to be kinked in the subclavian."